Manufacturer narrative:
Date of event: unknown; the exact date was not provided, but the account stated (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that there was a mechanical failure after the implantation of lens model, zxr00 multifocal iol (intraocular lens) in patient's right eye (od). As a result, the lens was explanted. It was also noted that there were no secondary surgical intervention such as suture, incision enlargement or vitrectomy. Additional information was received and it was learnt that the patient started complaining in (B)(6) 2019 of being unable to see near or distance; very bothersome by lights and unhappy with their vision. A zct150 +19.0 was implanted as a replacement. Reportedly, the patient vision has seemed to improve but still blurred. The account also commented that there was no issue with integrity of the lens. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/16/2019. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the lens was cut in pieces, most probably to make the explant possible. Investigation of the return sample did not suggest that the damage was introduced during manufacturing. The customer''s reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.